Manufacturer narrative:
Product implicated is a 3f catheter. Returned for evaluation is the catheter, which is in two pieces. The proximal section (hub and tubing) measures 8.8cm and the distal section (tubing only) measures 57.4cm. Lot history review indicates no related component or manufacturing issues and no product complaints of similar nature. The catheter separated 3.2cm distal to the reinforcing shim. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. Tactile inspection indicates the tubing is severely elongated and appears necked down adjacent to the break site. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken."

Event description:
Placed 3/26/98. During dressing change on 3/27/98, it was noted that the catheter had separated from the hub. Removed.